Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a clear, cord-shaped piece of foreign matter was found in the bd¿ syringe before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "it was found that there was a clear cord-shaped foreign matter in the syringe chamber, the syringe and drug were immediately replaced and then intramuscular injection was given to the patient".

Manufacturer narrative:
H6: investigation summary: a device history record review was performed for provided lot number 1902194 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were examined and no defects were observed. Based on the provided customer feedback, it is possible that the particles described are related to a lubricant accumulation in the body of the syringe. The lubricant particles are inherent to the syringe barrel composition and are of no danger to patient health. With the high-volume manufacturing process, it is possible that some particulate matter may be generated; however, through the stringent processes and environmental controls in place, particulate matter is kept at extremely low levels within the manufacturing facility. Based on the investigation results, an exact cause could not be identified for this reported incident. H3 other text : see h.10.

Event description:
It was reported that a clear, cord-shaped piece of foreign matter was found in the bd¿ syringe before use. The following information was provided by the initial reporter, translated from chinese to english: "it was found that there was a clear cord-shaped foreign matter in the syringe chamber, the syringe and drug were immediately replaced and then intramuscular injection was given to the patient".